Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation. Functional testing revealed that the device exhibited a motor rate error. The problem is caused by worn out leadscrew. The leadscrew, barrel clamp guide, plunger kits, style position pot, worm coupling, worm gear, and stepper motor. Calibration was performed. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
During the device evaluation revealed the device exhibited a motor rate error. There was unknown patient involvement.